Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Third party review of the x-ray noted a comminuted fracture involving the intertrochanteric region extending into the proximal femoral diaphysis. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown, unknown m2a cup, unknown. Unknown, unknown taperloc complete stem, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10981; 0001825034 - 2017 - 10980.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.